Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: since the stem distractor is a reusable device, it is unknown how many times the device has been used. Excessive forces and improper engagement of the device with the implant during repeated usage may have contributed to the failure of this device. However, without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: the stem distractor, excluding the fractured pieces, was returned for evaluation. Two fracture surfaces are observed on the wedge component; it is noted that the fracture surfaces have similar geometries. In addition, one tip on the slide component is significantly bent. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the tip fractured off while trying to separate the segment from the stem.